Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. It was observed that during the device evaluation, the device system occasionally did not start. According to the investigation this was due to a faulty circuit board; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the liquid crystal display (lcd) monitor did not produce an image. It was reported that the issue occurred during an unspecified diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The subject device was returned to olympus for evaluation. During inspection and testing, the reported malfunction was confirmed. Based on the investigation results, it is likely that the error occurred due to a faulty circuit board; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.